Event description:
Boston scientific received information that during a scheduled device replacement procedure, the right ventricular (rv) lead was stuck in header. As a result of attempts to remove the lead, the terminal pin completely separated from the lead and could not be used. There were no adverse patient effects reported.

Manufacturer narrative:
Rv lead stuck in header during scheduled device replacement. Terminal pin completely separated and could not be used, surgically abandoned. No adverse pt effects.